Event description:
It was reported that the patient with this ambicor penile prosthesis (app) presented with distal penile pain and discomfort. The device was explanted and replaced with an inflatable penile prosthesis (ipp). There were no additional patient complications reported.